Event description:
Information received regarding the explanted device notes that the device could not be interrogated and there was no magnet response. The patient experienced several unex- plained rapid ventricular pacing episodes.